Manufacturer narrative:
Event summary: the patient data files showed at least four applications were performed with catheter 2af283/68378-76 on the date of the event without any issue. Also, bin files showed at least seven applications were performed with catheter 2af283/63378-27 on the date of the event and system notice ((B)(4)) indicating that the refrigerant delivery path was obstructed was triggered in several applications. Smart chip verification indicated the catheter was used for four injections. Upon visual inspection of catheter 2af283 / 68378-76, results showed the inner balloon had traces of blood inside. The catheter failed the performance test due to system notice ((B)(4)) indicating that the safety system detected fluid in the catheter and stopped the injection. Pressure tests revealed a leak through the guide wire lumen; balloons integrity was intact and no breach observed. Dissection showed a guide wire lumen twist and guide wire lumen breach at approximately 0.9345 inches proximal from the tip. In conclusion, the reported temperature issue has been confirmed through data analysis. Unable to investigate the reported temperature issue due to system notice ((B)(4)) being detected prior to possible temperature issue. The balloon catheter 2af283 / 68378-76 failed the inspection due to a twist and a guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the temperature was not within the expected range. The case was completed with cryo. A field service visit was scheduled for a later date. No patient complications have been reported as a result of this event. (B)(6) 2018: the balloon catheter was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.